Event description:
It was initially reported during the procedure, the temperature measurement was not correct or did not work at all. The temperature on the ep - shuttle rf generator system - 100w showed only --- in the display. The settings were correct and everything was back to normal when the smart touch bi-directional catheter was changed to another smart touch bidirectional catheter. At that time, no patient injury was reported. The bwi field representative was made aware of additional information on the event on (B)(6) 2012. The patient had a minor stroke with palsy of facial nerve, vertigo and some sensing impairment. There was no temperature displayed at all from the moment the smart touch bidirectional catheter was connected so no rf energy was delivered. The stroke was not due to any energy delivered through the catheter, but the faulty catheter and the efforts trying to find the cause of the problem may have contributed. The event was not life threatening. The patient did not have a CT scan nor an MRI. The patient required five days of hospitalization and the outcome at the time of discharge was improved, but not fully recovered. The additional information provided on (B)(6) 2012 of the patient event is marked as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: smart touch bidirectional. Model #: d-1327-05-s . Lot #: 15688338m. Device evaluation anticipated but not yet begun. This product is not FDA approved. (B)(4).

Manufacturer narrative:
Per the bwi field representative, there was no issue with the following concomitant products: carto 3 system; coronary sinus catheter; lasso catheter. Evaluation summary: (B)(4). It was initially reported during the procedure, the temperature measurement was not correct or did not work at all. The temperature on the ep - shuttle rf generator system - 100w showed only --- in the display. The settings were correct and everything was back to normal when the smart touch bidirectional catheter was changed to another smart touch bidirectional catheter. At that time, no patient injury was reported. The bwi field representative was made aware of additional information on the event on (B)(6) 2012. The patient had a minor stroke with palsy of facial nerve, vertigo and some sensing impairment. The unit does not need to be repaired as the issue was resolved after changing the smart touch bidirectional catheter. All settings were correct and everything was back to normal. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.